Manufacturer narrative:
Exact date unknown, event occurred a month ago from date manufacturer was made aware.

Event description:
It was reported that following a non-device related procedure, the ipg was no longer working . The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.